Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin. The customer's blood glucose level was 154 mg/dl. During troubleshooting with tandem technical support, it was found that the customer did not perform the cartridge air-removal step prior to filling the cartridge with insulin. The customer loaded a new cartridge successfully performing the correct load technique and resumed insulin delivery.